Event description:
It was reported that an elective procedure was performed on (B)(6) 2013. After a non-abbott guiding catheter was engaged, a non-abbott guide wire was advanced to the left anterior descending artery (lad) and another non-abbott guide wire was advanced to the 1st diagonal artery (diag). Intravascular ultrasound (ivus) was performed heavy stenosis was noted in the proximal lad and plaque was observed between the lmt and the mid lad. A 2.5 x 15 mm non-abbott balloon catheter was inflated to 8 atmospheres (atm) for pre-dilatation. A xience prime 2.5 x 23 mm stent was implanted in the mid lad at 6 atm. Post-dilatation was performed at 8 atm and 14 atm. Then, a xience prime 2.75 x 15 mm stent was implanted in the proximal lad at 8 atm. Post-dilatation was performed at 14 atm. Additional dilatation was performed with a 2.75 x 15 mm non-abbott balloon catheter at 12-18 atm because the stent was not fully apposed to the vessel. Ivus was performed and it was found that the xience prime 2.75 x 15 mm stent (proximally placed) was sticking out about 1mm to 2mm in the left main trunk (lmt) and under expansion of the stent was noted. However, ivus confirmed good apposition of the stent with no blood flow issues observed. Therefore, the procedure was completed. The next day, the patient had no elevated cardiac enzymes and no issues were noted on electrocardiogram (ECG). The patient was discharged on (B)(6) 2013. On (B)(6) 2013, the patient had tightness of the chest and was taken by ambulance to the hospital, as the symptoms had not resolved. ECG changes and posterior wall motion abnormality were observed on an ultrasonic cardiogram (ucg). The patient was diagnosed with myocardial infarction (mi).

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, electrocardiogram (EKG/ECG) changes, myocardial infarction, and thrombosis are listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Event description continued: an angiography confirmed in-stent thrombosis in the proximal lad to mid lad. Thrombectomy and balloon angioplasty were performed. However, thrombosis was noted again. Therefore, the patient was sent to another hospital for surgery. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional xience prime referenced is being filed under a separate medwatch report.